Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pace/sense portion of the lead was capped due to noise. No further information available.

Event description:
New information notes externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 17.0-17.1cm and 48.5-48.9cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 8.1-16.0cm from the lead tip. Internal insulation abrasion was noted under the rv shock coil at 2.8-3.4cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.